Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that while using the bd nano¿ 2nd gen pen needle she experienced pain causing infection. The following information was provided by the initial reporter: stated, the injections with some pen needles are "painful" and causing an "infection" stated, did not seek medical.

Event description:
It was reported by the consumer that while using the bd nano¿ 2nd gen pen needle she experienced pain causing infection. The following information was provided by the initial reporter: stated, the injections with some pen needles are "painful" and causing an "infection" stated, did not seek medical

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-sep-2023. . H6: investigation summary customer returned (8) unopened 32g 4mm pen needles from the lot# 2172135. It was reported by the consumer that some of the pen needles are "dull". Consumer stated, the injections with some pen needles are "painful" the returned samples visually examined and observed no issues. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0092 in. 2. 0.0093 in. 3. 0.0093 in. 4. 0.0092 in. 5. 0.0093 in. 6. 0.0094 in. 7. 0.0092 in. 8. 0.0093 in. All of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of needle point was inspected using magnification and no defects were found. No debris was found at the tip of the needle. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. No damage to the needles of any kind was observed and all functioned as intended. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Unconfirmed: embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.